Event description:
The pt underwent an interventional cardiac catheterization. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The pvs procedure went without incident, achieving a completely dry closure. The pt had been anticoagulated for the interventional procedure and had an activated coagulation time >525 the time of the closure. One hour after returning to the floor, the pt suffered a cardiac arrest and required resuscitation. A computerized tomography scan following the event reportedly showed a retroperitoneal bleed. A subsequent ultrasound reportedly showed the retroperitoneal bleed with a source up near the diaphragm. The ultrasound also showed multiple points of bleeding in addition to the retroperitoneal bleed. The pt was infused with fluid and blood to replace volume. The groin closure site remained dry. The pt was kept in the coronary care unit for some time and died two weeks after the pvs procedure. The device was discarded by the hosp staff as it had not malfunctioned in any way. The pt was reportedly bleeding from multiple sites, including the gastro-intestinal tract and the site near the diaphragm, related to the high activated coagulation time. The groin remained clean throughout the occurrence. It was not known whether there was bleeding from the diagnostic arteriotomy. This event is being reported because the source of the retroperitoneal bleeding could not be definitively determined.